Manufacturer narrative:
The reported event of a broken lead tip was confirmed. As received, a complete lead was returned in one piece. Visual examination found the small portion of one tine to be missing. The damage was found to be consistent with procedural damage. Visual and electrical examination did not find any anomalies except for damages found consistent with procedural damage.

Event description:
It was reported that during the implant procedure, the right ventricular lead could not be fixed due to a broken lead tip. The physician elected not to use the lead, and a new lead was implanted. The patient was stable post procedure.